Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on 2025-09-25 to report that on (B)(6) 2025 the patient with lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm, was awake, alert, tracking toys and faces and in no apparent distress. The patient's left arm was antigravity with spontaneous movements, more so than the left leg. The right arm, on examination was noted to be plegic without any spontaneous movement even when stimulated with noxious stimuli. The right leg was also noted to be paretic/weak with movements only in the plane of the bed. An electroencephalogram (eeg) performed at the time of the event revealed diffuse slowing and focal slowing over the right and the left centrotemporal regions. No seizures or no epileptiform discharges were noted. The excor blood pump maintained full filling and ejection. Deposits were noted in the pump.

Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) is in use on the patient from (B)(6) 2025 until the pump was exchanged on (B)(6) 2025. The event occurred on 2025-08-12, which is (50 days) after the pump in question was placed on the patient. We have reviewed the production records of the excor blood pump and concluded the pump was produced according to our specification.